Event description:
The pump was returned to animas. Investigation revealed contamination in the force sensor assembly and revealed an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump load step failed to detect the cartridge. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and discolored. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.